Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was successfully deployed in the infrarenal ivc without incident for a history of left lower extremity (lle) dvt. A completion venacavagram demonstrated appropriate placement of the filter without significant angulation or tilting. One day post filter deployment, lle mechanical thrombectomy and thrombolysis were performed. Access was gained to the left popliteal vein and a venogram demonstrated sluggish flow throughout the left popliteal, femoral and iliac veins, multiple filling defects present within the left common femoral vein, external iliac vein and internal iliac veins and a long segment of moderate to severe stenosis/near complete occlusion of the proximal left common iliac vein. There were multiple enlarged collateral veins indicating this was a chronic process. A guidewire and catheter were advanced across the stenosis of the proximal left iliac vein into the ivc and mechanical thrombectomy along with power pulse spray of thrombolytic tpa was performed throughout the left iliofemoral deep venous system. Follow up images demonstrated significant reduction of intraluminal thrombus within the left iliofemoral deep venous system. Following this, percutaneous transluminal angioplasty of the moderate to severe stenosis of the left common iliac vein was performed. Follow-up images demonstrated satisfactory re-expansion of the left common iliac vein, however, there was still residual stenosis in this region. The decision was made to place an infusion catheter in the deep venous system of the lle with its distal aspect positioned marginally within the ivc to perform venous thrombolysis overnight. The following day, a lle venogram demonstrated improved flow throughout the left iliofemoral deep venous system with a few residual filling defects. There was a persistent focal area of severe stenosis of the proximal left common iliac vein and a few enlarged collateral veins in the adjacent region. There were filling defects within the filter. The decision was made to place an uncovered stent in the region to treat the severe stenosis of the proximal left common iliac vein. A glidewire and catheter were advanced through the region of high-grade stenosis in the proximal left common iliac vein and positioned in the ivc. A 14 mm x 60 mm self-expanding uncovered stent was successfully deployed in the region of high-grade stenosis in the proximal left common iliac vein with the stent marginally within the ivc. This was followed by intrastent balloon angioplasty with a 12 mm balloon. Follow up images demonstrated excellent re-expansion of the previously visualized stenosis in the proximal left common iliac vein. There was improved and brisk flow through the left iliofemoral deep venous system into the ivc. There was no evidence of contrast extravasation. Approximately one month post filter deployment, a filter retrieval procedure was performed. Access was gained to the right internal jugular vein using a micropuncture technique. A venacavagram demonstrated the filter without significant angulation or tilting, a patent left common iliac vein stent and patent common iliac veins and ivc with no significant flow limiting stenosis or filling defects. Multiple attempts to capture and retrieve the filter with a snare were unsuccessful due to the posterior positioning of the retrieval hook appearing to abut the vessel wall. All devices were withdrawn and manual pressure was held at the access site for hemostasis. The patient tolerated the procedure well without immediate complication. Approximately two month post filter deployment, a filter retrieval procedure was performed. Access was gained to the right internal jugular vein using a micropuncture technique. A venacavagram demonstrated a patent ivc with no thrombus within the filter. Multiple attempts to capture and retrieve the filter with a snare were unsuccessful. All devices were removed and hemostasis was achieved by manual compression. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully below the lowest left renal vein. It was reported that the patient had two left renal vein wash-ins which suggests a circumaortic left renal vein. Approximately one month after deployment, a retrieval procedure was scheduled. Venography demonstrated the filter to be without significant angulation or tilting. Allegedly several attempts were made using a snare to retrieve the filter. The attempts were unsuccessful allegedly due to the posterior positioning of the retrieval hook. A second unsuccessful retrieval attempt was performed approximately one month later. Based on the medical record review, the investigation is confirmed for two unsuccessful retrieval attempts. Per the medical records, the patient had two left renal vein wash-ins which suggests a circumaortic left renal vein. Therefore, its possible that patient anatomy contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately one month post vena cava filter deployment for a history of dvt, during a filter retrieval procedure, multiple attempts to capture and retrieve the filter with a snare were unsuccessful. Manual pressure was held at the access site and there were no complications. Approximately two months post filter deployment, during another filter retrieval procedure, multiple attempts to capture and retrieve the filter with a snare were unsuccessful. The patient was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month post filter deployment, patient was scheduled for filter retrieval. A vena cavagram demonstrated the filter without significant angulation or tilting. The attempts were made using snare but were unsuccessful due to the posterior positioning of the retrieval hook appearing to abut the vessel wall. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for filter tilt.per the medical records, multiple attempts to capture and retrieve the filter with a snare were unsuccessful due to the posterior positioning of the retrieval hook. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,g4 h11: h6(device),h6(method),h6(conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Medical records were received and reviewed. Approximately one month post vena cava filter deployment for a history of dvt, during a filter retrieval procedure, multiple attempts to capture and retrieve the filter with a snare were unsuccessful. Manual pressure was held at the access site and there were no complications. Approximately two months post filter deployment, during another filter retrieval procedure, multiple attempts to capture and retrieve the filter with a snare were unsuccessful. The patient was hemodynamically stable at the conclusion of the procedure. No additional information surrounding this event was provided in the medical records received. New information received: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava (ivc). The device has not been removed after two attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.